Event description:
This complaint was opened upon receiving additional information during follow-up for the a check heater line (chl) alarm. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011. The hp reported that with his old spike bags, sometimes he had a connection issue. For example, if his children stepped on the lines while the hp was doing therapy, the lines would disconnect. The hp stated that since none of the supplies had touched anything to become contaminated, he reconnected everything. When this happened, some fluid did leak out. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed because a reuse of supplies is a use error that can cause contamination. The cause of the complaint was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.